Event description:
It was reported that patient implant had moved on upper right cheek was noticed 6 day prior to call. It was indicated that patient went to the health care provider a day prior to this call and he stated that ¿it should form a pocket and tissue may take time to form around it.¿ the patient was still sore from the hcp touching during the appointment. It was indicated that if patient was sitting she could not feel it the bump (ins) but if moving her butt she can feel it and then it would go away. The patient was sitting on her recliner, and it felt it move and stated it was her implant that moved and then it went away. The patient was feeling the stimulation all the time and it was driving her crazy. The patient did not want to decrease stim because she was very comfortable with the results. It was reported that when he pressed on the lead the patient jumped but the hcp was not worried about it because he did a lot of probing. The patient was still sore and it was taking her longer to heal. The patient was about 60-70% improvement and had made a difference. The patient could feel stimulation down her left leg but did not want to adjust stimulation because it was working so well and was told to wait a week before each time -changing her settings. It was indicated that patient had an appointment scheduled in a month. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reports they was implanted on (B)(6) 2014 and still had some discomfort in their back. The patient reports pain in their back and at the lead incision site. The patient hasn't taken any pain pills but has taken extra strength tylenol and alternate ice and heat on the area for relief. The patient suspects the pain was not muscular because it feels like a deeper pain where the lead was implanted. The patient states the stimulator implant site was not painful but still a bit tender from implant surgery. The patient also notes that they knows the area was not infected or red but it "aches". The patient also noted that they knows to avoid stretching and twisting motions after implant but states that after implant they got down on their knees to pull out their computer plug and when they stood up the pain started. The patient notices the pain consistently when she was moving around. The patient also states on friday when they were at work they sat in a beach chair and when they got up they said "there went my back". The patient states therapy has been successful for them and they has had about 60% improvement although states some days were better than others. The patient states "overall it's better" and they had interstim implanted for fecal incontinence but has also noticed an improvement with urination. The patient has notified managing healthcare provider¿s (hcp's) office about the pain symptoms and they were told to follow up with pcp(primary care provider). The patient expressed frustration at managing hcp because they feels the symptoms were related to interstim system and pcp was not familiar with interstim therapy. The patient also reports that managing hcp directs them to the manufacturer representative when they has questions or concerns about interstim therapy. The patient has contacted pcp and was waiting to hear back. The patient indicated that implant was on her "right butt" and for example if opening the door or standing up against a wall; it was still a little tender. The indicated that the therapy has helped her but ¿sometimes at night if she was relaxing in a recliner, her goes "pa-pa-pa" from the stimulator and she has to get up and move.¿ it was noted that when the patient was at work it did not bother her and when she was sleeping either. It was when she was relaxing in the recliner. It was noted that the implant was on the right and the lead was on the left and the sensation was in the left leg and it went down to her calf. It was noted that if the patient was crossing left leg over the right, that was when she really felt it. The manufacturer representative originally had her at p2-0.95v and on (B)(6), she turned it down to 0.90v and it was better, she was not feeling the stimulation as much. It was reported that the night or 2 prior to the call, the patient felt like it jumped up because it was stronger feeling and then it went away. The patient checked her device and it was still on 0.90v. The patient was putting a heating pad and that was helping.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no problems. If they hit it or something, then it was sore for a couple of days, like a bruise.

Event description:
Additional information received reported that the first ins did not fit right and the patient noticed it immediately after it was implanted. The first ins was set up at 0.90v on program 2 and the patient had no issues and once in a while they would lose their stool. Originally the first ins was on program 1 and in (B)(6) the manufacturer representative changed it to program 2 and thought this would work better. Then the manufacturer representative said there was no way they put the patient on program 1 originally and the patient told the manufacturer representative that they changed it to program 2. The manufacturer representative meant to put the patient on program 2.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. From the beginning the patient had problems and their hcp said it never set correctly in place so it hurt all the time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's doctor had suggested the implant and thought it would change her life. The patient knew something wasn't right since implant because it just didn't feel right. The patient was very uncomfortable if she moved a certain way. Her doctor told her not to touch the device, it was new, and sometimes it had to just settle. A couple of months after implant, she adjusted the setting form 0.95 to 0.9 because she could feel the stimulation constantly in her left leg. When she was relaxed, she could also feel the stimulation going down her leg. Sometimes, depending on the way she was standing, she was able to feel the stimulation and she had to adjust her stance because the stimulation was uncomfortable and would sometimes drive her crazy. The patient went to the doctor again about four or five months after implant and if she would touch the implant or lean up against a wall, she was sore and tender for two or three days. The doctor told her that it looked like there was fluid around the device, but to give it more time and sometimes it took a little longer. This was the best the patient's rectum had looked in 15 years and showed that the device was working by shrinking the rectum area. The patient's doctors were very pleased. The patient went back to her doctor on (B)(6) 2014 and told the doctor she was still having problems, it was very uncomfortable, but it was not unbearable. The doctor examined her and said that the device definitely didn't settle in the pocket, there was fluid in the pocket, and it was moving so he was going to cut it and relocate it, probably to the same area only deeper. The device didn't "seed" and didn't implant right. The doctor had never had anyone whose implantable neurostimulator (ins) had not settled after implant. The device was hurting the patient constantly. The patient asked to take something like tramadol for the pain because she knew something wasn't right, and normally she took tylenol but it didn't work. The patient was also now feeling like she was constipated. The patient was 80 percent better, the device was definitely working, and it was a miracle. Surgery was planned for (B)(6) 2014 and for surgery they were only going to have to relocate the ins as the leads were working well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va0ev5r, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient thought their hcp was going to relocate the pocket site, but instead they put it in the same spot just deeper and higher. The patient knew something wasn't right about a month after their initial surgery and it just never sat properly. The hcp did follow the initial ins and was aware of the issue. The patient had always had constipation from a month after it was implanted, from the very beginning. The patient had stimulation at 0.9v since (B)(6) 2014 and never changed it. The patient knew what being shocked was like and they got shocked when the manufacturer representative tested the leads before they went in for surgery 4 days ago. They used the paddle and confirmed they were all working ok. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a new implantable neurostimulator (ins) put in today and they wanted to know if they would be getting a new ID card and what implant date would be on the card. The ins had not seated right and was never in place and the patient thought it was since they had the ins put in but the patient knew about the problem about 2 weeks after being implanted. The patient¿s health care provider (hcp) told the patient at first that sometimes the fluid had to get into a pocket and it never went into the pocket. Today the hcp went in to move the ins and actually put in a new ins and as far as the patient knew the leads were not replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported on the day of the implant (B)(6) 2014 it didn¿t sit right in the area, he didn¿t put it deep enough or the scar tissue didn¿t sit right and there was a lump and it was painful. There were no further complications that have been reported as a result of this event.